Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a 6.1 cm diameter abdominal aortic aneurysm. The proximal neck was 18-19 mm in diameter and 16 mm in length. The left common iliac artery was 15 mm in diameter and the right common iliac artery was 14 mm in diameter. The right and left femoral arteries measured 9 mm in diameter. It was reported that an ultrasound observed minimal thrombus in the stent graft. No intervention has been performed. No clinical sequelae were reported and the patient is fine.